Event description:
It was reported that the patient's left ventricular lead had pulled back and was not capturing in any vectors. The lead was turned off. On (B)(6) 2017 the lead was capped and replaced. Patient was stable prior, during, and after the procedure.